Event description:
It was reported that a user of the ilet with a dexcom g7 sensor experienced repeated signal loss between the sensor and the ilet, after which support guided the user to toggle g6/g7 settings, restart the sensor, and pair the next sensor to the pump first and then the dexcom app; the user entered a blood glucose of 250 mg/dl into the pump while the sensor reconnected. Symptoms included hyperglycemia with no additional clinical symptoms reported. Outcomes included temporary interruption of continuous glucose monitor (cgm) data to the pump without hospitalization or medical intervention. Customer support included technical troubleshooting and user education on correct pairing and setup sequence. Investigation of this case revealed a loss of communication between the cgm and the ilet consistent with connectivity or pairing setup issues, with no evidence of a hardware malfunction of the pump. It was concluded, based on previously established findings for similar reports, that the cause was user setup error and external communication factors.